Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 14-jun-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of unknown concentration at an unknown dose rate and another unknown drug of unknown concentration and at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. The reporter couldn¿t recall the other drug and didn¿t know any dose/concentration information. It was reported that the patient¿s previous pump ¿died¿ when he had a car wreck and the catheter had also broke so they had to go in and remove it. The reporter indicated that the pump and catheter they were referring to was the initial one implanted on (B)(6) 2006. At the time of the report it was reviewed that the manufacturer¿s registration records currently showed that the patient had this pump replaced with a new pump/catheter on (B)(6) 2013; however, it was reported that the patient did not actually have a replacement, he had it removed. It was further reported that the patient only had one pump previously which was removed in 2013. No symptoms were reported. The date of event was requested but was unknown. The hospital where the procedure was performed was clarified. The surgeon who removed the pump was confirmed at the time of the report, however it was stated that this physician had since passed away. It was indicated that the reason for the call today was because the patient had a new pump implanted yesterday and the patient was given discharge instructions stating he had 2-5 days worth of medication in the pump; however, the patient didn¿t have a follow up appointment until the (B)(6). The patient had already spoken with the healthcare (hcp's) office multiple times on 2018-may-08 and it was noted they had no clue. The implanting doctor¿s name was clarified. The patient was to see his pain management doctor for refills. It was being considered to following up with this office to confirm expectations. The patient planned to go to managing hcp's office tomorrow ((B)(6) 2018). No further patient complications have been reported as a result of this event.